Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised to address disassociation and loosening of the poly at the bone to implant interface. It was indicated that the poly was out of cup and it's possible the poly was never fully seated. Update 8/313/2017 it was reported that the liner disassociated from the cup. Other details within the der appear to be in error related to this report. The liner, by definition, cannot be loose as an implant is loose, being that it typically isn't cemented, and it cannot interface with bone being that it is non-porous coated. The complaint will address the disassociation specifically. Complaint updated on: 9/25/2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.